Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.022¿ offset at the tips. The grips do not show cracking damage. The instrument passed the electrical continuity test. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.